Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds) and a watchman access system (was). During advancement, a kink was observed on the wds. The closure device was deployed and recaptured through the kinked wds before both were removed from the patient. A second wds was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the closure device in the sheath. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found the sheath was buckled just distal of the white snapping feature and 7.5-8.5cm proximal of the tip. The tri-cuts of the wds tip were flared and abrasions were present on the inside of the sheath tip consistent with deployment, recapturing, and redeployment of the closure device. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds) and a watchman access system (was). During advancement, a kink was observed on the wds. The closure device was deployed and recaptured through the kinked wds before both were removed from the patient. A second wds was used to complete the procedure. No patient complications were reported.